Event description:
It was reported that this patient was undergoing a therapy upgrade procedure to upgrade their implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). During this procedure the pace/sense portion of the right ventricular (rv) lead was surgically abandoned due to an unspecified reason. A new pace/sense lead was placed in the rv. The shocking portion of the chronic rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead had sensing issues and high pacing threshold measurements. The pace/sense portion of the lead was capped and replaced. The shocking portion remains in service. No additional adverse patient effects were reported.